Event description:
Reporter alleged being hospitalized for 3 days and glucose treated due to blood glucose monitoring device. Reporter stated was not feeling well, calling emergency medical systems (ems), and being taken to the hospital after a device initial result of 104 mg/dl.reporter stated emd device result was 333mg/dl, ten minutes after initial reading. Reporter stated ems administered 7 units of insulin and transported to the hospital where their device measured 498 mg/dl. Reporter indicated being given 7 antibiotics for a kidney infection and remained there for 3 days. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.